Manufacturer narrative:
Alleged failure: loss of light. Confirmed failure: crushed front panel; replace light pipe; reinstalled software. Probable root cause: receptacle board leaf spring poor contact to contact ring, esst voltage malfunction, esd shock to contact ring, poor alignment of cable in jaw, receptacle board malfunction, front board malfunction, damaged/missing esst spring, software malfunction. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.